Manufacturer narrative:
The cobas e 411 analyzer (rack system) serial number was (B)(6). The calibration and qc were acceptable. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for an unspecified number of patients' samples tested with elecsys hbsag ii assay on a cobas e 411 analyzer (rack system). The initial results were reactive. The samples were repeated at a different laboratory, and the repeat results were non-reactive.